Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of tube") and device dislocation ("migration location of device: cornu") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included complication of delivery. In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oxycodone, paracetamol (acetaminophen), surgery (hysterectomies, the first vaginal and the second abdomirial,due to complications) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010: laparoscopy - lysis of adhesions, removal of foreign body(essure implant) from left fallopian tube, peritoneal biopsies, fulguration of endometriosis. Preop diagnosis: pelvic pain. Postop diagnosis: tubal essure implant foreign body, bowel adhesions, questionable endometriosis. Operative findings: the patient was noted to have the tubal implant of essure penetrated through the left fallopian tube partially as well as bowel adhesions both left and right side of the abdominal wall and questionable areas of endometriosis to the ovarian fossa and culde-sac. The sharp metal edges were protruding through the tube and with this patient's pain and dyspareunia it was surmised that this could be partially part of the problem. For this reason the tubal implant was removed with good hemostasis achieved. Irrigation revealed the same. (B)(6) 2011: procedure performed: salpingo-oophorectomy laparoscopic assisted vaginal hysterectomy (right salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of tube"), device breakage ("device breakage") and device dislocation ("migration location of device: cornu") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oxycodone, paracetamol (acetaminophen), surgery (hysterectomies, the first vaginal and the second abdomirial,due to complications) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, device dislocation, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010: laparoscopy - lysis of adhesions, removal of foreign body(essure implant) from left fallopian tube, peritoneal biopsies, fulguration of endometriosis. Preop diagnosis: pelvic pain. Postop diagnosis: tubal essure implant foreign body, bowel adhesions, questionable endometriosis. Operative findings: the patient was noted to have the tubal implant of essure penetrated through the left fallopian tube partially as well as bowel adhesions both left and right side of the abdominal wall and questionable areas of endometriosis to the ovarian fossa and culde-sac. The sharp metal edges were protruding through the tube and with this patient's pain and dyspareunia it was surmised that this could be partially part of the problem. For this reason the tubal implant was removed with good hemostasis achieved. Irrigation revealed the same. (B)(6) 2011: procedure performed: salpingo-oophorectomy laparoscopic assisted vaginal hysterectomy (right salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events added (vaginal bleeding, menorrhagia, device breakage). Event perforation was updated to perforation of tube. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation of tube") and device dislocation ("migration location of device: cornu") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included complication of delivery. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain as well as desvenlafaxine succinate (pristiq) from (B)(6) 2010 to (B)(6) 2011, lorazepam (ativan) from (B)(6) 2010 to (B)(6) 2011 and nsaid's since (B)(6) 2008. In (B)(6) , the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6), the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, 1 year 10 months after insertion of essure, the patient experienced anxiety ("psychological or psychiatric problems- anxiety") and depression ("psychological or psychiatric problems- depression"). In (B)(6) , the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oxycodone, surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy), surgery (hysterectomies, the first vaginal and the second abdominal,due to complications, salpingectomy) and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010: laparoscopy - lysis of adhesions, removal of foreign body(essure implant) from left fallopian tube, peritoneal biopsies, fulguration of endometriosis. Preop diagnosis: pelvic pain. Postop diagnosis: tubal essure implant foreign body, bowel adhesions, questionable endometriosis. Operative findings: the patient was noted to have the tubal implant of essure penetrated through the left fallopian tube partially as well as bowel adhesions both left and right side of the abdominal wall and questionable areas of endometriosis to the ovarian fossa and culde-sac. The sharp metal edges were protruding through the tube and with this patient's pain and dyspareunia it was surmised that this could be partially part of the problem. For this reason the tubal implant was removed with good hemostasis achieved. Irrigation revealed the same. On (B)(6) 2011: procedure performed: salpingo-oophorectomy laparoscopic assisted vaginal hysterectomy (right salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: plaintiff fact sheet was received. Events added from pfs- anxiety, depression. Concomitant drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation of tube') and device dislocation ('migration location of device: cornu') in a 28-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication of delivery, parity 3 ((B)(6) 2001, (B)(6)2006, (B)(6) 2009.), periumbilical pain, dyspareunia, muscle cramps and endometriosis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain as well as desvenlafaxine succinate monohydrate (pristiq) from (B)(6) 2010 to (B)(6)2011, estradiol, ibuprofen, lorazepam (ativan) from (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2008 and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia/abnormal bleeding (menorrhagia)"). In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems- anxiety") and depression ("psychological or psychiatric problems- depression"), 1 year 10 months after insertion of essure. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oxycodone and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and hysterectomies, the first vaginal and the second abdominal,due to complications, salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, anxiety and depression outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, fallopian tube perforation, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010: laparoscopy - lysis of adhesions, removal of foreign body(essure implant) from left fallopian tube, peritoneal biopsies, fulguration of endometriosis. Preop diagnosis: pelvic pain. Postop diagnosis: tubal essure implant foreign body, bowel adhesions, questionable endometriosis. Operative findings: the patient was noted to have the tubal implant of essure penetrated through the left fallopian tube partially as well as bowel adhesions both left and right side of the abdominal wall and questionable areas of endometriosis to the ovarian fossa and culde-sac. The sharp metal edges were protruding through the tube and with this patient's pain and dyspareunia it was surmised that this could be partially part of the problem. For this reason the tubal implant was removed with good hemostasis achieved. Irrigation revealed the same. (B)(6) 2011: procedure performed: salpingo-oophorectomy laparoscopic assisted vaginal hysterectomy (right salpingectomy). Patient received treatment for pain, bleeding, migration and perforation. Trailing coils: left ¿ 3; right ¿ 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number: 626903 manufacture date:2008-03 expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-jun-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation of tube') and device dislocation ('migration location of device: cornu') in a 28-year-old female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication of delivery, parity 3 ((B)(6) 2001, (B)(6) 2006, (B)(6) 2009.), periumbilical pain, dyspareunia, muscle cramps and endometriosis. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain as well as desvenlafaxine succinate monohydrate (pristiq) from (B)(6) 2010 to (B)(6) 2011, estradiol, ibuprofen, lorazepam (ativan) from (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2008 and oxycodone hydrochloride;paracetamol (percocet). In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)") and heavy menstrual bleeding ("menorrhagia/abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems- anxiety") and depression ("psychological or psychiatric problems- depression"), 1 year 10 months after insertion of essure. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oxycodone and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and hysterectomies, the first vaginal and the second abdominal,due to complications, salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, anxiety and depression outcome was unknown and the vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, fallopian tube perforation, heavy menstrual bleeding and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on (B)(6) 2010: laparoscopy - lysis of adhesions, removal of foreign body(essure implant) from left fallopian tube, peritoneal biopsies, fulguration of endometriosis. Preop diagnosis: pelvic pain. Postop diagnosis: tubal essure implant foreign body, bowel adhesions, questionable endometriosis. Operative findings: the patient was noted to have the tubal implant of essure penetrated through the left fallopian tube partially as well as bowel adhesions both left and right side of the abdominal wall and questionable areas of endometriosis to the ovarian fossa and culde-sac. The sharp metal edges were protruding through the tube and with this patient's pain and dyspareunia it was surmised that this could be partially part of the problem. For this reason the tubal implant was removed with good hemostasis achieved. Irrigation revealed the same. (B)(6) 2011: procedure performed: salpingo-oophorectomy laparoscopic assisted vaginal hysterectomy (right salpingectomy). Patient received treatment for pain, bleeding, migration and perforation. Trailing coils: left ¿ 3; right ¿ 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Lot number-626903. Most recent follow-up information incorporated above includes: on 21-may-2021: medical record received : reporter information, medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('perforation of tube') and device dislocation ('migration location of device: cornu') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included complication of delivery and parity 3 ((B)(6) 2001, (B)(6) 2006, (B)(6) 2009.). Concomitant products included paracetamol (acetaminophen) since (B)(6) 2008 for pelvic pain as well as desvenlafaxine succinate (pristiq) from(B)(6) 2010 to (B)(6) 2011, estradiol, ibuprofen, lorazepam (ativan) from (B)(6) 2010 to (B)(6) 2011, nsaids since (B)(6) 2008 and oxycodone hydrochloride;paracetamol (percocet). In 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems- anxiety") and depression ("psychological or psychiatric problems- depression"), 1 year 10 months after insertion of essure. In 2011, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with oxycodone and surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy and hysterectomies, the first vaginal and the second abdominal,due to complications, salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2010: laparoscopy - lysis of adhesions, removal of foreign body(essure implant) from left fallopian tube, peritoneal biopsies, fulguration of endometriosis. Preop diagnosis: pelvic pain. Postop diagnosis: tubal essure implant foreign body, bowel adhesions, questionable endometriosis. Operative findings: the patient was noted to have the tubal implant of essure penetrated through the left fallopian tube partially as well as bowel adhesions both left and right side of the abdominal wall and questionable areas of endometriosis to the ovarian fossa and culde-sac. The sharp metal edges were protruding through the tube and with this patient's pain and dyspareunia it was surmised that this could be partially part of the problem. For this reason the tubal implant was removed with good hemostasis achieved. Irrigation revealed the same. (B)(6) 2011: procedure performed: salpingo-oophorectomy laparoscopic assisted vaginal hysterectomy (right salpingectomy). Patient received treatment for pain, bleeding, migration and perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed that essure was successfully occluded. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events vaginal bleeding/abnormal bleeding (vaginal) and menorrhagia/abnormal bleeding (menorrhagia) was updated to recovered/resolved. Reporter causality comment was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation ("migration") and pelvic pain ("severe pelvic pain,"). The patient was treated with surgery (hysterectomies, the first vaginal and the second abdomirial,due to complications). Essure was removed. At the time of the report, the device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed that essure was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.